Manufacturer narrative:
Concomitant medical product: 419488 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2008. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered, with oversensing, noise, and possible lead fracture noted. Tachyarrhythmia detections were programmed off while the patient was monitored in the hospital pending an electrophysiology consult, the patient noted to have been originally admitted due to respiratory issues. The lead remains in use. No patient complications have been reported as a result of this event.